Manufacturer narrative:
The output monitoring and capture test revealed no anomalies. Visual examination of the header and connections showed no anomalies. Further analysis determined the device was above eri and exhibited normal characteristics. The reported event of no output could not be confirmed.

Event description:
During device implant, the device would not pace. An external pacemaker was used as the patient is pacer dependent. The patient was stable. Further information was requested but not received.